Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported right side, "has been experiencing severe breast pain", "and the prostheses became stiff"," in consultation was dignified contracture in the prostheses," baker grade iii. Patient additionally reported "lumps appeared." This event is considered not device related. Device remains implanted.